Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). No device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the frequency low end is out of specs on the unit, it it only reading 2.4. Carefusion technical support representative sent a replacement panel meter. Patient involvement before the unit was in repair, is unknown.